Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was able to replicate the reported issue. The issue was attributed to a loose camera head/adapter, which was replaced to address the issue. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The root cause of the reported event is attributed to a loose camera head/adapter. However, as to how or when it became loose remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope camera no longer staying secure to adapter mount. The details of the event and procedure was not reported. No patient harm was not reported. Additional information has been requested, but none received till date.